Event description:
It was reported that the 9800 system had an intermittent filament regulator error message and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.